Event description:
The dealer states that the rear right side h-block is broke. The dealer states it is sheared off, the screw in still in the frame. The patient is still using the chair. The dealer unknown as to how it happen and there was no additional information.